Event description:
Total knee components were revised due to infection. No components were replaced at this time.

Manufacturer narrative:
Section f1-14 has been completed by the MFR. Info has been requested from the user facility. If info is received, a supplemental report will be submitted. Summary of eval: this device can not be evaluated as it has not been returned to co. The catalog numbers and lot codes have not been supplied so that a review of the device history records for these component is not possible. Attempts to obtain the device, catalog number and lot code info have been unsuccessful. The info provided suggest that this event is not device related but rather is associated with pt infection.